Event description:
It was reported that in 2002 patient underwent t9-s1 surgery. Approximately 5 days post-op it was reported that the s1 rod/screw interface had detached. Re-operation was performed 6 days later. The screw was not stripped and was in ideal condition. The locking nut was replaced.